Event description:
It was reported that the patient is experiencing a malfunctioning inflatable penile prosthesis(ipp) device. The implant is inflating automatically without patient intervention. A patient outcome was not reported.